Event description:
During lap roux-en-y divided gastric bypass, surgeon attempted to use the harmonic device. The device would not articulate and then started making a squeaky sound and abruptly stopped working. Device removed from the field. No patient harm. Device was returned to the manufacturer.